Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the atrial lead exhibited loss of sensing and intermittent loss of capture. Pocket stimulation was noted with unipolar pacing. Programming changes were performed. The patient will continue to be monitored. There were no consequences to the patient.